Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin at the end of the tubing during fill tubing with two cartridges. Customer stated there were a lot of bubbles introduced and that insulin seemed to go back into the cartridge. In addition, it was reported that insulin did not seem to go past the luer lock. There was no impact to the customer's blood glucose level.